Manufacturer narrative:
The device was returned and evaluated by cardinal health. Visual inspection of the returned device showed that the shuttle cartridge was engaged to the black handle. The sealant was observed inside the shuttle tubing and appeared to have "swelled", which is indicative that it was exposed to blood or saline. This condition may have contributed to the resistance felt during the shuttle deployment step. The advancer tube was found in the manufactured position. The condition of the returned device indicates an incomplete engagement of the advancer tube. The shuttle down procedure was simulated and the advancer tube engaged properly to the proximal tamp lock. The tamp locks, catheter, procedural sheath and advancer tube were inspected for anomalies that may have caused the reported event. No anomalies were observed. The review of the lot history record (f1619602) indicated that there were no reworks or related non-conformances (ncmrs) for this lot. The lot met all product specifications, including quality control acceptance criteria and sterilization prior to shipment. Based on the information provided and the investigation performed, the reported event might have been caused by the sealant swelling up and increasing the profile which may have caused resistance during the shuttle deployment step. However, the root cause of the sealant swelling prematurely could not be conclusively determined. Should additional relevant information become available a supplemental MDR will be filed. This is report 2 of 2; from the same user facility same patient as MFR report #: 3004939290-2017-00017.

Event description:
It was reported that 2 mynxgrip 6f/7f vascular closure devices would not advance down to a hard stop. The device was being used for femoral arterial closure following a diagnostic peripheral procedure. The device was stored per labeling prior to use. The stopcock was opened on the sheath prior to shuttling down. Significant resistance was felt when shuttling down, however, excessive force was not applied during shuttle down. It is unknown if unusual force was applied when retracting the sheath. No kinks were observed on the sheath or device after removal. A 3rd device was used successfully. Manual compression was applied for a few minutes (30 minutes or less). There was no patient injury and the patient was noted to have recovered. Additional information was requested, but was unknown. This is report 2 of 2.